Manufacturer narrative:
The patient sustained traumatic injuries due to a motor vehicle accident. The patient was immobilized in a miami j occian and developed an unstageable pressure injury under his chin. It was likely that the issue occurred due to use error of not following the instructions, the cautions in the IFU, and appropriate skin care protocols. The likelihood of this type of failure leading to a hazardous event resulting in a serious injury is considered probable. No further action is warranted at this time as the miami j collars have an overall skin injury rate of 0.002%, with an incident for serious skin injuries of 0.0003%, which are well below the literature rates deemed "safe and effective" rate of 6.8%. We will continue to monitor.

Event description:
The patient sustained multiple traumatic injuries from a high speed motor vehicle collision that required complete restriction of the patient's head in the miami j occian, which lead to the development of an unstageable pressure injury under the chin.